Event description:
It was reported that the shaft was broken. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician tried to advance and cross the lesion with the balloon catheter; however, it was noted that the shaft had broken into the guide. The physician retrieved the device by trapping its proximal end with the balloon-trapping technique and completed the procedure successfully. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 20.9cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were noted with the blades. Pads were intact. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the shaft was broken. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician tried to advance and cross the lesion with the balloon catheter; however, it was noted that the shaft had broken into the guide. The physician retrieved the device by trapping its proximal end with the balloon-trapping technique and completed the procedure successfully. No patient complications reported.